Event description:
It was reported that, "during the tka, the surgeon felt that the screw and levers were too tight."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.